Event description:
On 7/14/2022, it was reported by a sales representative via email that (2) 1411-055 threaded half pin broke. This was discovered during an unspecified procedure on (B)(6) 2022. Additional information received on 7/14/2022: patient underwent a wrist ex-fix for a badly comminuted distal radius procedure on (B)(6) 2022. While the patient was typing, the implants broke and the surgeon was alerted immediately. Per sales representative, revision surgery has not taken place to remove the implants, however, it is believed that on of the pins will remain in the patient because it's flushed within cortices and retrieving it would cause more harm than good. The other is to be removed at the time of definitive fixation - as that broken fragment is protruding from bone and will cause soft tissue irritation. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the broken half pins. However, without return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.